Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 50mg/dl, 179mg/dl, 300mg/dl. Tests were done within 10 mins with a difference of 84%. Pt did not experience any adverse events.